Event description:
It was reported that there was an alarm on a homechoice. The specific error was unknown. This event occurred during use, the home patient was not connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. The service history review revealed a previous service event that would cause or contribute to the reported problem. The reported problem was not identified during the event history log review. Review of service data revealed that the previously replaced part of the digital board at the january 28, 2013 service return was found to be nonconforming and related to the display issue and constant alarming. The sample analysis revealed non-conforming product that could have caused or contributed to the problem. The direct cause of the problem was the digital board. The digital board was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.